Event description:
During a standard follow-up, the curve recording the lead impedance since the last pt data follow-up re-initialisation, was empty. The physician requested an explanation.

Manufacturer narrative:
(B)(4) - this event concerns a device that was mfg and used outside the united states. Analysis is pending.